Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
(B)(6) service and repair coordinator reported that the battery reamer/drill is not functioning. Sales consultant later on stated that the reported event did not occur during surgery. It happened during testing before the case. Spare device was available to complete the procedure. This is report 1 of 1 for complaint (B)(4).